Event description:
It was reported that the patient was having low flows with high pulsatility index (pi). The cause was thought to be possible obstruction. The log files submitted appeared to be corrupt and could not be processed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported event of low flow hazard alarms. The account initially suspected obstruction; however, later correlated the alarms to the patient's high blood pressure. Additionally, a specific cause for the patient's driveline infection could not be conclusively determined through this evaluation. The controller event log file contained data from 20sep2022, per the timestamps. Multiple, transient low flow hazard alarms were captured on 20sep2022. The controller periodic log file contained data from 19aug2022 through 20sep2022, per the timestamps. Multiple low flow hazard alarms were captured between 27aug2022 and 15sep2022. The length of these alarms is unknown as there is no controller event data for these timeframes. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, and the heartmate 3 lvas patient handbook, rev. B, are currently available. The IFU lists hypertension and driveline infection as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU addresses all pump parameters, including pump flow. The IFU also describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Additionally, the IFU provides information on caring for the driveline exit site as well as controlling infection. Furthermore, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The handbook provides examples of emergencies and the proper actions to take in the event an emergency occurs. The handbook also provides suggested responses in the event of infection and instructs the patient to call their hospital contact immediately if any signs of infection are noticed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: obstruction was not confirmed, and it appeared that high blood pressure was the cause of the low flows. The alarms resolved after adjusting low flow thresholds and the patient was stable. The patient complained of itching and oozing around the driveline, possibly thought to be contact dermatitis caused by disinfectant or bandages. The patient was given advantan cream (methylprednisolone) and desowen lotion (desonide). The itching and oozing improved on (B)(6) 2022.